Event description:
A distributor called with vague information regarding a customer of their's getting high results when using the device. They said that the customer "was taken to the hospital because they had administered too much insulin based on getting high glucose test results". The distributor does not have a patient's name, no phone number, no meter serial #, no test strip lot # and have nothing to return to home diagnostics for investigation. This MDR is being filed based on the above information.